Event description:
This is a spontaneous case report received from a physician who is being sued in the united states on (B)(4) 2014. The report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and experienced bleeding off and on since placement, back pain / chronic back pain, nausea, headache, stomach cramps, nickel allergy and pelvic pain. In addition physician reported that patient had hysterosalpingogram (hsg) scheduled in the end of (B)(6) 2011 but never showed. Also according to physician, other health care professional stated that parts of insertion device were attached to both coils. Addition information was received on (B)(4) 2014. Physician reported that patient was post-partum and had essure inserted. She was bleeding off and on since placement and, on (B)(6) 2013, she had bilateral salpingectomy and was given depo provera. Physician also informed that patient experienced back pain, nausea, headache and stomach cramps and was given beyaz to treat symptoms. Patient had hsg scheduled for (B)(6) 2011 but never showed neither canceled it. In addition health care professional states that patient was last seen in (B)(6) 2011. On (B)(6) 2014, patient had hysterectomy for alleged pelvic pain secondary to nickel allergy and informed that patient still has chronic back pain. Fu information was received on (B)(4) 2014: the reporter physician stated that she was getting sued by patient and was going to medical legal panel. The physician also reported the patient events were not recovered. Ptc final assessment was received on (B)(4) 2014: these events reported were related to a product technical complaint (ptc). The bayer reference number for the ptc report: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in dev@com," because an investigation of the same failure mode has already been initiated. Medical assessment: the reported adverse events are known, possible, undesirable events and not indicative of a quality defect per se. Additionally, the ae case refers to a technical complaint (parts of insertion device were attached to both coils). The reported technical complaint could not be evaluated in more detail due to lack of sample return. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding off and on since placement, nickel allergy and pelvic pain. All events are considered serious due to medical importance; and are listed in the reference safety information for essure. This case was regarded as incident since patient had hysterectomy for alleged pelvic pain secondary to nickel allergy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, pelvic pain and bleeding (bleeding off and on since placement) may occur during essure therapy. In this particular case, patient had bleeding and was submitted to a hysterectomy for alleged pelvic pain secondary to nickel allergy that occurred after essure insertion; therefore, a causal relationship between reported events and essure cannot be excluded. Additionally, non-serious events were reported: parts of insertion device were attached to both coils, nausea, back pain / chronic back pain, stomach cramps, and had hsg scheduled end of (B)(6) but never showed. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.